Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0118327 for incorrect placement (stopper is not lined up correctly). This is the 1st related complaint for incorrect placement (stopper is not lined up correctly) on lot # 0118327. A complaint lot history check was performed on lot # 0118327 for difficult/unable to operate (not drawing). This is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 0118327. A review of the device history record was completed for batch# 0118327. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 8mm experienced a case of stopper deformation, and being unable or difficult to aspirate. The following information was provided by the initial reporter: material no: 928857 batch no: 0118327. Consumer stated, stopper is not lined up correctly in barrel. Consumer had difficulty communicating what the issue was, stating she suffers from different health problems unrelated to issue she is reporting. Stated, she cannot draw insulin date of event: unknown.